Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high to 457 mg/dl. The customer tried to treat with a bolus and stated that there was a 6.0 that kept appearing on the screen. The customer treated with manual injection. The customer also had a low of 30 mg/dl. The drive support cap appeared normal. The cannula had not been bent when the infusion set was removed by emergency medical services. The time and date were correct. The customer was unsure if the basal rates or bolus wizard were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer was unable to perform a high pressure test and was advised to call back with a tubing clamp available. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.